Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger (s/n (B)(6)) revealed that the patient complaint was confirmed. The leds scrolled continuously. The device was unresponsive. Flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. The patient reported that their recharger was not charging their ins. The patient stated they attempted to charge the device from approximately 6:00 a.m. To 6:00 p.m. Today; however, the implant did not charge. The agent instructed the patient to connect to the recharger application, which displayed a "not found" message. The agent reviewed and assisted the patient with troubleshooting the recharger, but the patient reported that it was not powering on. The patient confirmed that when the recharger was placed on the dock, a green light was present; however, when the recharger was removed from the dock and powered on, it did not turn on. The agent advised the patient that a replacement recharger would be processed. A repair request was sent.